Manufacturer narrative:
Additional information was received on 06-oct-2024 stating that additional imaging was done after the first MRI and a cerebral infarction still showed on imaging. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31366056l and no internal action related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool smarttouch sf catheter and the patient experienced a cerebral infarction (stroke) that required prolonged hospitalization. The next day after the procedure was performed, mild language impairment was confirmed. It was confirmed by MRI that the patient had a cerebral infarction. The hospitalization period was prolonged. The patient recovered and was scheduled to be discharged on (B)(6) 2024. The physician's opinions on the relationship between the event and the product was unknown. Regarding the varipulse catheter, there was no discomfort with the flow or method of use during the procedure, and the procedure was performed within the scope of safe and appropriate use. Additional information was received on (B)(6) 2024. The patient was improved. Additional information was received on (B)(6) 2024. The causal relationship with the devise and pfa procedure can not be ruled out. Transient ischemic attack (tia) is mainly related with the patient background, so one of the possibility might be the patient's background. However, the physician commented that since pfa had been reported to cause body movements and coughing, there was a possibility that floating of a thrombus attached to plaque in coronary artery or a micro-thrombus directly below the electrode could be detached and caused the tia. The physician did not think there was a problem with varipulse itself, but in general, care should be taken when performing pfa procedures on patients with the similar background. Patient fully recovered; patient¿s symptoms resolved. Activated clotting time (act) was over 350. One transseptal puncture site. No intracardiac excessive microbubbles observed via ultrasound, excessive impedance errors noted during the case. No evidence of any char/thrombus/clot during the procedure. Both varipulse and the thermocool smarttouch sf catheter was used for ablation. The varipulse was used for pulmonary vein isolation (pvi) at the left atrium (la), the thermocool smarttouch sf catheter was used for the cavotricuspid ishmus (cti) at the right atrium (ra). Additional information was received on (B)(6) 2024. The patient had a chads-vasc score of 6. The patient was on dialysis and taking warfarin. Warfarin control was not being carried out properly.

Manufacturer narrative:
Additional information was received on 11-nov-2024. The physician believed that pfa in general might cause body movement and coughing. Additional information was received on 18-nov-2024. The physician believes pfa specifically caused coughing and movement because coughing actually occurs frequently in actual pfa procedures, and body movements occur. Though, the mechanism has not been clarified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).